Event description:
It was reported that a check was performed on the device due to atrial oversensing being observed. Upon checking the device, it was noted that the device had experienced a power on reset (por) earlier in the day, and the device was found to be in vvi / 65 bpm mode. At the time of the device reset, the patient had been asleep, and claimed feeling ill. Furthermore, the device could not be reprogrammed back to its original ddd pacing mode, and the status of many of the device measurements were unavailable. The patient was admitted to the hospital for monitoring. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the actual device was not received for evaluation however we did receive and analyze performance data collected from the device. The data review indicated battery depletion and a lock-up of the measurement system.